Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had difficulty charging the ipg and it would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.